Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 189 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the contact perform a system check and the cartridge was found to be the cause of the occlusion alarm. The cartridge was changed.